Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 2000 ml eva tpn bag leaked on one of the edges of the bag. This was noticed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between december 19, 2023 and december 20, 2023. H11: the actual device was not available; however, two photographs of the samples were provided for evaluation. Visual inspection of the photographs observed a pinhole puncture or cut at the top right side edge of the bag. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.